Event description:
It was reported that there was oversensing of noise on the right ventricular (rv) lead channel while programmed in the unipolar sensing configuration. No adverse patient effects were reported. Currently, this rv lead remains in service.